Event description:
It was reported to boston scientific corporation on november 04, 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed the month prior. According to the complainant, during the procedure, it appeared the rectal temperature monitor (rtm) displayed an incorrect reading. The procedure was not completed due to this event. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received for eval, therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.